Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open low anterior resection, the device could not be removed after firing between the colon and the rectum. Eventually, the device was closed again and fired and then, the device could be removed. The washer was uncut since the firing force was higher than expected. Deployed staples were wholly unformed. At first, baker anastomosis was planned but the firing was failure, so end to end anastomosis was performed with the 2nd device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent. Additional information received: what confirmation was received that the device was firing completely? --- no information which purse-string suture technique was used? --- no information. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? --- no information. Did the red safety remain engaged until firing? --- no information. Did the device cut? --- yes. If the device cut was the cut line fully circumferential around the target tissue? --- yes. If the tissue was cut, what was the appearance of the donuts? --- no information. Were there any staples missing from the staple line? --- no information. Was the safety reset before removal attempted? --- yes. How many counter-clockwise revolutions were used to open the device? --- no information.